Manufacturer narrative:
(B)(4)

Event description:
Nurse contacted dexcom on 07/07/2016, on behalf of the patient, to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported. The product data was not received for investigation. The reported event of loss of connection cannot be confirmed. The complaint device was returned for evaluation. A follow-up report will be submitted upon completion of device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.